Manufacturer narrative:
For the 16 events reported under exemption number e2012023, 14 complaint devices were returned, 2 complaint devices were disposed. Fourteen (14) events were found to have a root cause of operational context.

Event description:
The manufacturer report is being sent as a requirement under summary reporting exemption approval number e2012023 for product code fge. This report covers 16 reported events of guide catheter broken. Of the events, 3 patients were female and 2 patients were male. The known patients' ages ranged from 64 years to 76 years. The only known patient weight was (B)(6) kg. All other demographic information is unknown.